Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number : (B)(6).

Event description:
It was reported that during use the display on the cardiosave intra-aortic balloon pump (iabp) suddenly went black and did not respond. The unit was restarted and it worked normally. There was no health consequences reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information was requested from the customer with regard to the repair and status of the iabp. Distributor performed the repair, the customer reports the counter pulsation pump display suddenly went black. After the customer restarted it, it could work normally, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : service was not performed by getinge employee.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h6 (type of investigation). The dealer engineer repaired it on (B)(6) 2021. The machine self-tested (with test pictures) and the alarm information showed no alarm and no problem was found. The balloon was simulated for 2 hours and no black screen was found. The unit cleared for clinical use.

Event description:
N/a.